Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient has had situations when the stimulation is turned off without my having pushed the white button on top of the unit; they only discover that the stimulator is off when they sense it through pain in my body. Finally, the charging times (even with the charge quality at excellent) vary dramatically. It was reported that patient has had situations when the stimulation is turned off without my having pushed the white button on top of the unit; they only discovered that the stimulator is off when they sensed it through pain in their body. Patient also noted the charging times vary dramatically (even with the charge quality at 'excellent'). Patient services (pss) sent a reply to call back for support. Additional information was received from the patient.  It was reported that in march or april of last year they noticed that their stimulation would turn off when they were not feeling comfortable. Patient stated that they know how to turn the stimulation back on but they don't know why the stimulation will turn off. Agent reviewed information and redirected the patient to follow up with their managing healthcare provider. Patient stated they had reached out to their mdt manufacturer representative (rep) about optimizing therapy. Patient stated they will bring it up to the rep during their planned appointment.

Event description:
Additional information was received from the patient (pt). The pt reported the cause of the stimulation turning off was not determined, so no actions were needed at that time. The pt reported the issue with the stimulation has been resolved, but the issue regarding the frequency of recharging has not yet been resolved, but pt believes that to be related to the implant settings they are using. Weight was received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.